Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited battery depletion errors; however, the errors were not representative of actual fast battery depletion and were unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the remote home monitoring system issued an alert for a battery depletion code for the subcutaneous implantable cardioverter defibrillator (s-ICD) which was causing the device to emit tones. Engineering analysis noted that the code was erroneously triggered five days earlier due to 321 magnet applications the day prior. Review of the battery status there were signs of recovery as the charge time was within the normal limits. Boston scientific technical services (ts) advised to bring the patient into the office to stop the beeping from the s-ICD. The s-ICD remains in service and no adverse patient effects were reported.